Event description:
The customer contacted nephron pharmaceuticals corporation via telephone regarding a product complaint on (B)(6) 2013. He reported that a silver piece fell into his mouth while using the ez breathe atomizer. Several attempts were made to contact the customer via telephone and mail to confirm the reported incident; however, all attempts were unsuccessful.